Manufacturer narrative:
One medfusion pump was received with the top case cracked at the front corner. The bottom case was also cracked by the l-bracket compartment. The event history log was reviewed and there was an acu watchdog and primary audible alarm post errors in the history. Start-up, flow and occlusion tests were performed. The reported issue was unable to be duplicated. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "system failure primary audible alarm". The pump failed on start up. There was no patient injury and the pump was replaced with another working pump to prevent any delay in medication.